Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A patient's peritoneal dialysis (pd) nurse reported the patient was admitted on (B)(6) 2014 due to fluid overload. The nurse indicated the patient had used an incorrect strength dextrose solution during treatment on (B)(6) 2014 and did not remove enough fluid during the patient's prior two treatments before being hospitalized. Per the nurse, there was no reportable device malfunction, no issue pertaining to infection or issues with the catheter. The patient was treated with 4.25% pd rapid exchanges and an unknown amount of fluid was removed. The nurse stated the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy while in the hospital, thus no treatments were missed. The patient was discharged from the hospital on (B)(6) 2014, and the signs and symptoms of fluid volume overload resolved. The patient continued to use continuous cycler - assisted peritoneal dialysis (ccpd) therapy without further issue. The sample was discarded and was not available for return.